Event description:
A 21g butterfly needle with a vacutainer holder applied to tubing, was used for venipuncture on a (B)(6) pt. When the first collection tube was placed on the vacutainer, air bubbles were seen in the tubing. The vacutainer holder was removed from the tubing and a syringe placed on the tubing instead. Upon placement of the syringe, the phlebotomist noticed pooling of blood at the venipuncture site. The venipuncture was stopped and the safety button on the butterfly device activated in preparation to remove the needle from the pt's arm. When attempting to remove the device, the needle remained in the pt's arm having detached from the butterfly device. Pressure was applied with gauze and the needle was far enough out of the pt's arm to be removed by forceps. Event was reported to pt's doctor for follow up with pt if any issues may arise. A second similar event occurred the next day at the same facility with a different pt. A pt safety notice was issued for all phlebotomy locations, to removed this lot number from use and the manufacturer was notified. Dates of use: unk to (B)(6) 2011. Diagnosis or reason for use: obtaining blood specimens during a venipuncture.